Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was not duplicate during testing. Ventec did, however, observe that fio2 was out of specification (high) and that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the observed fio2 and peep issues. Based on the information available, it's reasonable to conclude that the reported low (or unstable) fio2 was likely intermittent and also due to the ift. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.